Event description:
It was reported that the customer experienced intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. To resolve the occlusion issue, the customer changed the infusion set and cartridge and resumed insulin usage.